Manufacturer narrative:
It was reported during follow up that the patient was not hospitalized for the event. After fourteen days of medication (not further specified) the patient has recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient hospitalized for the event. The patient was not treated with any medication for the event. At the time of this report, the patient outcome was unknown and action taken with pd therapy was not reported. No additional information is available.